Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device analysis. Interrogation revealed that the left ventricular lead exhibited high pacing impedance. A lead replacement was attempted, but could not be performed due to tortuous patient anatomy. The chronic lead was kept and programming changes were made during the procedure on (B)(6) 2020. The patient was discharged.